Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as there is reverse funnel with significant calcium in the aortic neck. The stent grafts were implanted without issue. It was reported that there was a proximal type 1 endoleak at the end of the case. The physician modelled the stent graft with a balloon and the proximal type I endoleak improved however did not completely resolve. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (reverse funnel with significant calcium). Evaluation conclusion: 50 device failure/lack of effectiveness related to patient condition (reverse funnel with significant calcium).